Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed an extended bolus request of 0.91 units on the night of (B)(6) 2017. However, when she awoke, the pump indicated that a bolus had been recently delivered and insulin on board (iob) was 0.4 units. Review of the pump data logs showed that the customer did request an extended bolus on (B)(6) 2017 of 0.91 units, along with a standard bolus of 0.4 units that was programmed and delivered successfully on (B)(6) 2017. The customer acknowledged and confirmed that the bolus of 0.4 units had been requested for breakfast and was accurate. However, the customer stated that the extended bolus had been programmed, but it had been entered in error by the customer. Tandem technical support assisted the customer on cancelling the extended bolus request and to continue monitoring pump performance. There was no reported impact to the customer's blood glucose level.